Manufacturer narrative:
D10 concomitant product: sigadaptstnd - sig power sigadaptstnd linear adapter, serial# (B)(6),sigphandle - sig power sigphandle handle, serial# unknown, sigpshell - sig power sigpshell control shell, lot# unknown. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired and the interlock was engaged, the sled and staples were visible at the 3.5cm cut line, the jaw of the reload was open and staple pushers were visible at the 4cm cut line. The proximal sutures were cut properly and the distal sutures were returned intact. The reinforcement materials were cut at the 0.5cm cut line. The adapter was broken and the articulation flag was bent. The cover tube was deformed and staple pushers on the proximal side were pushed back to the cartridge. It was reported that the device was locked on tissue, was broken and was partially fired. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Failure to completely fire the reload will result in an incomplete cut and incomplete staple formation, which may result in poor hemostasis and leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal resection procedure, when resecting the rectum, firing started while applying tension to the cartridge to adjust the angle. The proximal site on the cartridge side was damaged, the connecting part between the adapter and the cartridge broke when the firing advanced about 1/3 of the way. As the reload did not detach (the jaws did not open), jaws were fixated to tissue, additional resection of the anal side was performed using product from another company. The specimen was taken out of the body with the cartridge attached. The incision range expanded due to problems with this product that did not exceed 1 inch (2.54 cm).